Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2010; addrl1 ipg, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection. A new ipg system will be implanted at a later date. No further patient complications have been reported as a result of this event.